Event description:
The customer reported that the system would not complete boot up. It was reported that the x-ray switch stuck. No patient injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was evaluated and cleaned. The system was tested and found to be working as intended and returned to service.